Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact on the customer's blood glucose level. The customer was informed that the pump needed replacement and was advised to use mdi as a backup therapy in the meantime. Technical support confirmed the shipping address, instructed the customer to allow the battery to deplete before transport, and guided them to return the pump within 10 days using the provided pre-paid label and box.